Manufacturer narrative:
(B)(4). Common device name: lry. Visual examination of the provided photo identified that a hair is within the sterile packaging seal and inner product cavity. No product was returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a hair was found inside the sterile package outside of a surgical environment. Attempts have been made and additional information on the reported event is unavailable at this time.